Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient experienced dizziness and fainting. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Memory review noted that no fault code 1003 was recorded within the device memory. The fault code 1003 issued by the programmer noted at explant was due to the device being at bex which will put the device into storage mode. This red warning screen only occurs when a device is in storage mode. The battery voltage was low at bex which is why the programmer issued the warning. This was not due to a device malfunction. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.